Event description:
Low impedance was reported (ring-coil = 2 ohms). Review of data found evidence of insulation degradation. The sic (short interval count) reached 70,000, indicating oversensing, and the ring-coil impedance is lower than normal. No patient complications have been reported as a result of this event.

Event description:
Low impedance was reported. Review of data found evidence of insulation degradation. The sic (short interval count) reached 70,000, indicating oversensing, and the ring-coil impedance was lower than normal. Despite recommendations from health professionals, the lead was not replaced until 2007, at device changeout for normal eri (elective replacement indicators). The patient had been resistant to a lead change earlier due to a sick wife at home. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device. Analysis of the data found noise, oversensing, and low impedance, consistent with the reported field experience. Low impedance was reported. Review of data found evidence of insulation degradation. The sic (short interval count) reached 70,000, indicating oversensing, and the ring-coil impedance was lower than normal. Despite recommendations from health professionals, the lead was not replaced until 2007, at device changeout for normal eri (elective replacement indicators). The patient had been resistant to a lead change earlier due to a sick wife at home. No patient complications have been reported as a result of this event. No conclusion can be drawn insulation degradation oversensing impedance, low.